Manufacturer narrative:
The report of aortic insufficiency could not be confirmed due to valve condition as received. X-ray demonstrated wireworm intact. As received, all three leaflets had cuts of approximately 6mm x 5mm on leaflet 1, 12mm x 10mm on leaflet 2, and 11mm x 10mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Host tissue on the stent circumference was minimal on the outflow and inflow aspects. Suture pledgets remained attached on the sewing ring around leaflets 2 and 3 on the inflow aspect. Multiple cuts and sutures were observed around the sewing ring. Wireform was exposed around leaflets 1 and 3 on the inflow aspect and around leaflets 1 and 2 on the outflow aspect. The root cause of this event cannot be confirmed with the available information.

Event description:
It was learned that a 19mm aortic valve, implanted for three (3) months, was explanted due to regurgitation secondary to endocarditis. A 21mm valve was implanted in replacement. The aortic valve root was soft with friable tissue but no obvious purulence. The valve required interposition extension as it was foreshortened from post-op inflammation from a prior operative. The patient tolerated the procedure well.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A supplemental report will be submitted accordingly once the evaluation is completed. (B)(4). Please reference MFR report #2015691-2019-00927 for the report submitted on the patient's mitral valve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 3300tfx 19mm aortic valve, implanted for three (3) months, was explanted due to aortic insufficiency. The patient also underwent redo-mvr during this procedure. No other details provided.